Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. Moisture damage was found on the electronics assembly, motor, and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had battery issues. The customer's blood glucose level was 94 mg/dl. The customer reported that the insulin pump battery lasted less than expected. They also reported that there was moisture under the lcd screen. They reported that the insulin pump passed the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.